Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "quit working" and they needed to make an appointment with their physician. The patient was informed that they needed to contact their physician to make an appointment. The device is still in use. No patient complications have been reported as a result of this event.